Event description:
The 51 year old patient had style 80 silicone gel implants, 200cc, placed in 1981. Two years after surgery she began having burning sensation in different parts of her body. The symptoms became more intense with time. In april, 1990 she developed severe pain from head to toe with stinging pain and muscle spasms. She has had numbness in the hands and feet and arthralgias of the hand, forearm, wrist, toes and feet. She also has mylagias of various body sections. The patient had reynaud's syndrome diagnosed in 1980 and a rhematology work-up of suspected mixed connective tissue disease. The patient had bilateral periprosthetic capsulectomy with removal of the implants. The right implant was intact. On the left side there was frank silicone gel within the capsule. The shell was shriveled up in the superior lateral aspect.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.